Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood visible. There was crystalized contrast in the inflation lumen and in the balloon. The stent had dislodged from the balloon and was returned inside the returned packaging. The stent was returned without blood or contrast visible. The stent appears to have been expanded. There was a bend in the stent between the second and third row of distal struts and the entire length of the stent appears slightly s shaped. There was no other damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the catheter. The stent outer diameters; proximal, middle, and distal, were measured using a laser micrometer and were all oversized. The catheter was pressurized to nominal pressure using a new rx mini vision catheter, and then pulled negative pressure very quickly to view the balloon after inflation. The balloon refolded and appeared tightly folded resembling the returned balloon. Product performance engineering reviewed the incident information and analysis of the returned otw mini vision. Reportedly, this device was received into the returned goods lab with "stent is off the balloon" written on the box. Results from quality assurance technician visual inspection confirmed the reported stent dislodgement, as the dislodged stent was returned inside of the packaging material, along with the delivery system. The stent appears to have been expanded with additional damage observed. This mechanical damage may have happened during transit back for abbott for analysis, as no additional damage was reported. The balloon of the delivery system was tightly folded, with crimp marks on the balloon, between the balloon marker bands. Although crystallized contrast was noted in the inflation lumen and balloon, the balloon does not appear to have been expanded. The dimensional inspection of the returned stent revealed that the outer diameter was found to be oversized. This measured diameter is not typically seen on a stent that has been dislodged. This measured stent outer diameter is more commiserate with a stent that has been expanded by balloon. Due to the conflicting information received with the complaint and the analysis of the returned product, a conclusive root cause cannot be determined for the stent dislodgement. Product performance engineering will monitor the incident circumstances. During the lot history record review, it was noted that a related non-conforming material report (ncmr) was issued for this lot. Ncmr was issued because the post-sterile stent dislodgement test result average was above the upper control limit of the process control chart, which demonstrates that the stent is well gripped onto the balloon. Through additional investigation, it was determined that product quality is unaffected and this lot was found to be acceptable for release. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. The product was received in the returned goods lab stating, "stent is off the balloon." No additional event or patient information is available.